Manufacturer narrative:
B4:(B)(6)2021 the customer replaced the touchscreen. The ventilator was reported to have been repaired. The unit was returned to service. No other anomaly was reported. A confirmed root cause could not be determined since the removed component was not returned. If a part is received, an investigation will be performed, and an additional report will be submitted.

Manufacturer narrative:
A touchscreen assembly was returned for analysis. Visual inspection of the touchscreen assembly revealed no evidence of damage. An investigation was performed and the ul_lr and ur_ll resistance were out of specification.

Event description:
The customer reported that a ventilator was experiencing touchscreen issues and requires bench repair. The customer was unable to change the settings via the bottom half of the screen. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay to patient therapy, as the patient was switched to an alternate machine.